Event description:
It was reported that the user¿s spouse, with the user¿s consent, described connecting the infusion set tubing to the cartridge outside the pump during a supply change, and was educated that the cartridge must be seated in the pump before attaching the connector; after correction, infusion delivery functioned as expected and blood glucose was reported at 174 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interview with the user¿s spouse and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper procedure related to the infusion set/cartridge connection on the pump system. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.